Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that while performing a procedure, the intralase halted with a 209 z position check error. Customer tried to reboot system but still had the same issue happen. Error occurred while trying to do side cut, case was aborted and the customer performed endothelial keratoplasty (ek) on patient. No injuries reported.

Manufacturer narrative:
H4. Device manufacture date (mm/dd/yyyy): date changed to 11/22/2006. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.